Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. If the incident sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during the procedure, the cut button stayed on and would not turn off. There was no pt injury. Another pencil was used to complete the surgery.